Event description:
It was reported that when the surgeon inserted the peek implant, the suture burst. The peek implants were left in the patient's meniscus as it was not possible to remove them. No additional information available about surgery outcome.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but part remains in the patient and cannot be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause of this type of event includes inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears, advancing the knot with a knot pusher while the suture is not in-line with the pusher and/or an improperly tied knot. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.